Manufacturer narrative:
The equipment was received in vyaire facility and placed on extended test/run-in. No root cause has been determined at this time since investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 was getting a disconnected sensor error and low volumes. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted.